Manufacturer narrative:
The customer complaint of syringe pump case damage was confirmed through a review of customer supplied photos. The customer provided multiple photos confirming damage and missing plastic from the syringe module front case under the pressure sensor. As part of continuous improvement the syringe front cover material was changed to valox in november 2018. Valox is designed to be more durable to chemical attack, the bd infusion therapy resource library webpage contains information for proper care and maintenance of the alaris system. The use of chemicals listed on the do not use list can damage the surfaces of the instrument leading to more frequent replacement. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that syringe module cases are arriving to the service depot with extensive damage to the lower case. There was no report of patient involvement. This file is to document the general report of increased reports of damage to syringe module cases.